Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) surgery at c3-4 due to cervical bilateral radiculopathy. Intra-op, the implant was found broken in two parts after the product insertion while using hammer to fix it. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual review confirmed the implant is broken at the base of the vertebral spacer portion of the implant, with asymmetrical deformation at the top and bottom of the face of the implant, consistent with significant impaction forces during attempted implantation. Microscopic examination of the fracture identified a fairly brittle fracture surface, with rays emanating from the origin of crack propagation. The above observations are consistent with overload during attempted insertion of the implant. If information is provided in the future, a supplemental report will be issued.